Event description:
Removal of endosseous dental implant. Implant was placed on 3-12-97 in site #4 (class iii bone) during a complex procedure in which bone augmentation (osteotome sinus floor elevation) was done using freeze-dried bone and a non-resorbable membrane. The clinician reports that the failure was due to "parafunction of the fixture" during the healing phase. This means that the implant was put into function prematurely. The implant was removed on 5-2-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for his procedure as published in the scientifice literature.